Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed the device had a cracked enclosure and tank cover, outdated printed circuit board (pcb), power switch, and front cover. The device was worn and faded line cord. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The temperature rose to 29 degrees then stopped. The root cause of the reported issue was found to be the device was out of calibration and the pots on the pcb used for calibration were damaged by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed damage to tank area and tank enclosure. The device was given functional testing; this showed the device warmed fluid to 29 degrees c and would not warm further. Internal examination determined the temperature potentiometers were out of calibration. The issue was determined related to damage during use.

Event description:
It was reported the device was not warming. The issue was found during testing with no patient involved.